Event description:
It was reported that a pt died while connected to a delta monitor. The pt monitor alarmed, according to the bed "neighbor". It was further reported that there was no connection to a central or nurse call system intended or requested by the ward (head of the ward). Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.